Manufacturer narrative:
The device has not been returned. A device analysis canno be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for this lot. The april 2008 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.